Manufacturer narrative:
(B)(4). No sample has been returned for investigation. Without the actual sample (or device), a thorough investigation could not be performed. If the sample and/or additional pertinent information becomes available, a follow up report will be submitted. The product design is being updated to increase the force required to open the catheter connector under change control: (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Hold davis 06/05as reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): disconnection of the connector.